Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a red bumpy rash under the front therapy electrode. During a follow up the patient reported that her doctor told her to use gold bond on the rash. She reported the irritation was still present but would come and go. The final medical outcome of the rash is unknown. No allegation of a device malfunction.